Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. The insulin pump passed the unexpected restart error test. No unexpected restart alarm during testing. No unlocked lcd keypad connector during visual inspection. However, found moisture damage on the motor and electronic assembly. No moisture damage found on the vibrator and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.